Manufacturer narrative:
Additional information received indicates that patient was in "hospital post implant prior to discharge". "Patient experienced weakness on one side and facial drooping". "CT-scan on (B)(6) 2015 (no results provided)". "No device malfunction was reported". There were "no alarms reported" during the event. "Weakness and facial drooping was resolving as of (B)(6) 2015".

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU) and patient manual which addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as neurologic dysfunction. Also stated in IFU is to maintain anticoagulation within the recommended inr range of 2.0-3.0. In addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Stroke is a known potential complication associated with all patients implanted with vads. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02074 and 02075) submitted for devices related to the same patient. Devices remain implanted.

Event description:
It was reported from hospital physician that on "(B)(6) 2015 patient experienced a hemorrhagic cerebrovascular accident (hcva) (intra-cerebral). "All anticoagulation/antiplatelet stopped on (B)(6) 2015 vitamin k given for reversal." No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Neurological dysfunction (hcva) is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal surgical and post implant patient and pump management, including therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. In addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. The root cause or contributing factors to the neurological dysfunction (hcva) and the relationship to the device or treatment cannot be determined based on the available information. Clinical and patient factors are possible contributors to the events. There is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.